Event description:
The pt reportedly developed an infection at the implant site. After months without medical treatment, the pt was admitted to the hospital and given intravenous antibiotics (type unk). The pt's device was explanted.